Event description:
Patient called lfs in 2004 alleging the meter would not power on while attempting to test. The patient reported no symptoms while attempting to test. They did contact their physician because they were feeling "shaky and clammy." They went to their physician and their blood sugar was tested; the result was 356 mg/dl. It is not known if patient attempted to test on their meter before going to the physician's office. They took insulin on the result on the physician's meter. The issue was not resolved with troubleshooting. No further information has been reported. The meter has been replaced for the patient. The case is being reported as a malfunction because there is no evidence of meter contributing to the serious injury. It would have been helpful to know how long the patient went without testing, if the patient attempted to test on their meter before going to the physician's office and what were the dates and times of the symptoms and the visit to the doctor's office. Medical affairs attempted unscessessfully to reach the patient by phone. A letter is being sent as a second attempt to reach the patient.